Event description:
It was reported the patient experienced ineffective stimulation. In turn, surgical intervention was undertaken on (B)(6) 2018 wherein the lead was repositioned. Effective therapy was established post-op

Manufacturer narrative:
The device was not explanted. It was repositioned. The correct date has been updated.

Event description:
It was reported the patient experienced ineffective stimulation. In turn, surgical intervention was undertaken on (B)(6) 2018 wherein the lead was repositioned. Effective therapy was established post-op.

Manufacturer narrative:
Date of explant: a correction to the explant date was made.